Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was concurrent flow as the unspecified primary tubing was flowing at the same time as the unspecified secondary tubing. This was identified during a patient infusion. The patient was receiving an infusion of a chemotherapy medication 36.6 ml in 500 ml 0.9% sodium chloride via a pump at 268 ml/hour. To remedy the issue, "the primary tubing was clamped and lowered". Subsequently, air was noted in the primary tubing line. The system was removed from the pump, the tubings were changed and the patient received the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.